Event description:
User facility medwatch report received that states: "balloon in vessel during percutaneous coronary interventional (pci). The shaft broke while in guiding catheter as the balloon was coming out of the body. Both pieces were removed from the guiding catheter. No shearing or fraying noted. No harm done to patient." There was no adverse patient effect or no significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported event of a shaft separation was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up will be submitted with all relevant information.